Event description:
It was reported that log files captured low speed and pump stop events while the patient was on the mobile power unit (mpu) on (B)(6) 2022 between 20:00 and 20:35. The pump speed was recovered above the low speed limit (lsl), and the phases returned to normal a full 2 minutes prior to a no external power (nep) event that occurred at 20:32:15. Related manufacturer's report number for the low speed and pump stops: 2916596-2022-10833.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 22 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). No external power alarms were active on 03may2022 from 20:32:15 ¿ 20:32:16. The alarms were caused by a loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mpu, if the mpu has a v-lock connector, if the ac power cord came loose from the wall or the back of the unit, if there were any environmental circumstances that may have resulted in a loss of ac power, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.